Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a poliform device was used during a "combined mesh" procedure performed on (B)(6) 2015. According to the complainant, the patient experienced rectal injury during the procedure. Reportedly, at the end of the procedure, it was noticed that the right side of the rear mesh leg partially penetrated the rectum. Subsequently, the punctured part was sutured by a proctologist under general anesthesia, and drain placement was performed. Prohibition against eating and drinking was performed for a follow-up observation, and it was noted that the progress was good. The patient was discharged fourteen days after the procedure.